Event description:
It was reported that the lens is broken prior to patient contact. Through follow-up the issue was clarified and haptic damage occurred during the implantation required the lens removal and replacement. No additional information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: implant date does not apply because the lens was removed during the same procedure. Explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Telephone number: 02/30.32.14.20. The intraocular lens (iol) is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.